Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing "leakage at night"; this was a new symptom for the patient. It was later reported that the pt was experiencing lack of effect, new pain with shocking, and urinary issues. The physician noted that it was unk if the event was attributed to the device system. Cause of the event was noted as "remote control unit." The pt outcome was recovered without sequelae; continued shocking was noted.